Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
A 6 x 30 mm precise pro could not cross the lesion. During analysis it was noted that the stent was received partially deployed 1.5 cm. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile precise 6 mm x 30 mm was received coiled inside a plastic bag. The stent was received partially deployed 1.5 cm. The valve was received close. No more anomalies were found. The outer diameter (od) of the sds was measured at several locations and it was found to be within specification. During analysis with the proximal valve closed, the inner lumen could not be deployed avoiding a possible stent premature deployment. Review of lot 15060624 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure to cross reported by the customer could not be confirmed during analysis since no anomalies were found on the unit. The cause of the stent partially deployed could not be determined. Controls are in place to prevent this type of failure from leaving the facility. No corrective action will be taken at this time, since the cause of the premature deployment does not appear to be manufacturing related. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device, procedural factors and/or vessel characteristics and is not related to a product quality issue.

Event description:
A 6 x 30mm precise pro could not cross the lesion. During analysis it was noted that the stent was received partially deployed 1.5 cm. No additional information was available.